Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 454 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump battery was depleting rapidly. System check with tandem technical support indicated that the pump was functioning as intended; however the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.